Manufacturer narrative:
(B)(4).

Event description:
The consumer reported an event where the physician "messed up" on the last switch out of the patient's implant and wires (leads). The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted. Reference manufacturing report # 3004209178-2016-03001.